Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. No log data available for review. Confirmation of the allegation and root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred."

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a failed transmitter error occurred.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.